Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigation, and root cause. No imagery was provided by the complaint site for further evaluation. The related work orders were reviewed and did not reveal any issues that could have contributed to the complaint event. Review of lot history for the related work order did not reveal any additional complaints for ¿balloon ¿ torn¿ or ¿delivery system ¿ difficulty with valve alignment¿. Review of complaint history from november 2016 to october 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿balloon ¿ torn ¿. A review of complaint data for october 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Review of complaint history from november 2016 to october 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿delivery system ¿ difficulty with valve alignment¿. A review of complaint data for october 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿valve alignment difficulties¿). No IFU/training manual deficiencies were identified. During balloon manufacturing, the balloon was 100% inspected. During manufacturing, the crimp balloon component was 100% inspected. During manufacturing of the delivery system handle, the flex tip underwent the multiple 100% inspections. The laser bond between the inflation bond and the crimp balloon is inspected under 2.85x magnification for smooth bond joint with no gaps between components and bubbles in the bond area. During the manufacturing of delivery system, the balloon was 100% inspected by manufacturing. During manufacturing, the commander delivery systems undergo 100% final inspection by manufacturing and quality for assembled device dimensional inspections, fine adjust function, collet/shaft clearance, collet engagement (ability to lock), mechanical damage (e.g. Kinks, cuts), and surface damage. Devices were 100% leak tested. Additionally, the lot underwent product verification (pv) testing on a sampling plan. These tests included visual inspection for kinks, cracks, and missing components, inflation balloon to crimp balloon bond system retrieval force, and locknut/collet engagement test. All samples from the lot passed pv testing. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. Due to the device not being returned for evaluation and no applicable imagery being provided, the complaints of ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. A review of the lot history, DHR and manufacturing mitigation supports that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. Although the device was not returned and no photographs or imagery of the reported were provided, complaint history review suggests that the crimp balloon most likely tore and had separated (likely adjacent to the inflation and crimp balloon (I/c) bond) during valve alignment. Potential root causes for separation of the crimp balloon material in this location have previously been identified and documented in a pra. It is likely that the reported difficulty with valve alignment led to the tear adjacent to the I/c bond. It was reported that there was resistance encountered during valve alignment and that the aorta was very tortuous (likely no straight section to perform valve alignment). Increased forces being applied to crimp balloon and I/c bond area while performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment causing it to ¿dive¿ into the lumen of the flex tip (part of the crimped valve slides into the flex tip lumen). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear adjacent to the I/c bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Available information therefore suggests patient factors (calcification/tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. However, a definitive root cause cannot be determined at this time. A definite root cause for the complaint was unable to be determined at this time. Since no manufacturing non-conformance or labeling/IFU/training deficiencies were identified, fmea assessments are not required. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed and no manufacturing/product non-conformances or labeling/IFU/training deficiencies were identified. Therefore no corrective/preventative actions are required. No product non-conformance were confirmed for either complaint and the occurrence rate did not exceed the respective complaint trending control limits, therefore, a pra escalation is not required. The complaints of ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed and no manufacturing non-conformities were able to be identified. Available information suggests patient factors (calcification/tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported events. However, a definitive root cause is unable to be determined. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates did not exceed the october 2017 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), at the implant of a 23 mm sapien 3 valve by tf approach in aortic position, when advancing the commander delivery system through a very calcified and tortuous aorta, the balloon ripped. Also, resistance was encountered during valve alignment. It was not possible to inflate the balloon and deploy the valve, so the delivery system with the valve were retrieved through the sheath and the whole system was withdrawn with no injury for the patient. Finally no valve was implanted.